Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no explant or reoperation was performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5086304) that a female patient who had mentor smooth round moderate plus profile 350cc saline prostheses placed on (B)(6) 2009 experienced several unexplained systemic symptoms, including chronic fatigue, breast pain, migraines, intestinal disorders, small intestinal bacterial overgrowth, food sensitivities, rashes, impaired vision, hair loss, joint pain, back pain (treated with epidural injections, weight gain, pain when walking, difficulty functioning, depression, anxiety, and swollen lymph nodes. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The patient previously had silicone gel implants placed in 1987 and experienced similar symptoms. The gel implants were explanted and found to be ruptured. The patient had these mentor smooth round moderate plus profile 350cc saline prostheses placed in hopes that her issues would improve. These issues improved for a time with the placement of the saline prostheses, but ultimately recurred. See 1645337-2019-14135 for contralateral prosthesis report.